Event description:
It was reported that the patient was sent to the emergency room on (B)(6) 2021 and reported cardiac arrest the patient had ventricular arrhythmia and underwent CPR. The patient had the history of ventricular tachycardia before. The heartmate 3 was implanted and used on the patient heart due to end stage heart failure on (B)(6) 2020. The patient had a history it was reported that the patient passed away. The log file review displayed low power advisories on (B)(6) 2021 due to normal battery depletion. The events were followed by no external power alarms on (B)(6) 2021 due to depleted batteries when the controller operated on the emergency backup battery (ebb). The controller recorded power cable disconnect, low flow, no external power and pump off alarms on (B)(6) 2021 due to the controller's depleted ebb. The event log recorded a complete loss of power to the controller causing a controller clock reset on (B)(6) 2021. The controller was reconnected to the power module towards the end of the log file. It was unable to be determined the date/time the controller was reconnected to the power module due to the controller clock reset / complete loss of power to the controller. It was communicated that the caregiver never heard an audible alarm. Related manufacturer report number of pump: 2916596-2021-07874.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial number: (B)(6)) was returned for evaluation following the reported event of a pump stop associated with a full depletion of the patient¿s 14v batteries and backup battery. The submitted log file and the log file downloaded from the returned system controller contained data spanning approximately 2 days combined ((B)(6) 2021 per the timestamp); the exact timespan of the log files cannot be determined due to the controller clock being reset to the default timestamp of 0:00:00 on (B)(6) 2000. A low voltage advisory alarm activated at 22:54:01 on (B)(6) 2021 due to depletion of the 14v batteries. The patient had been connected to the 14v batteries for approximately 18 hours and 46 minutes before the low voltage advisory alarm activated. The low voltage hazard alarm then activated at 23:59:28 on (B)(6) 2021 due to further depletion of the 14v batteries. A no external power alarm then activated at 0:16:36 on (B)(6) 2021 due to both 14v batteries becoming completely depleted. The system controller backup battery supplied power to the system upon the full depletion of the 14v batteries and pump function was not affected. The backup battery then became depleted and was no longer able to support the pump at 2:03:17 on (B)(6) 2021, resulting in the pump speed dropping to 0 rpm; a pump off and low flow hazard alarm activated at this time. The system controller then shut off sometime after 2:06:50 on (B)(6) 2021 due to full depletion of the backup battery. The next events in the log file showed the controller being connected to the power module; the controller clock was at the default timestamp of 0:00:00 on (B)(6) 2000 at this time, which is consistent with a total loss of power to the system occurring prior. The pump regained a speed above the low speed limit approximately 5 seconds after connecting to the power module. The pump maintained the appropriate speed for the remainder of the log file. The exact duration of the pump stop could not be determined due to the controller clock resetting. Both system controller power cables were disconnected from the power module on the timestamp of 0:03:14 on (B)(6) 2000; the system controller backup battery supplied power to the system at this time and pump function was not affected. The driveline was then disconnected on the timestamp of 0:03:31 and the controller was put into sleep mode at 0:03:37 on (B)(6) 2000; these events are consistent with the controller being exchanged. The driveline was not reconnected to the controller in the log file. The controller was briefly reconnected to the power module on the timestamp of 1:54:05 on (B)(6) 2000 and operated in charge mode without issue. No other notable events were captured in the log file. The returned system controller, modular cable (lot number: 7367129), 14v batteries (serial numbers: (B)(6)), and 14v battery clips (lot number: 7434385) were functionally tested on a mock circulatory loop and operated the pump at the set speed without any issues or atypical alarms produced. All audio and visual alarms on the system controller were verified during testing. The returned equipment functioned as intended during analysis. The root cause of the reported event was determined to be a full depletion of the 14v batteries and system controller backup battery. The reported event could not be correlated to an issue with the system controller. There were no reported issues with the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on (B)(6) 2020. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory/hazard, power cable disconnect, and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. The 14v battery charge level and fuel gauge display is also explained in these documents. The IFU and patient handbook inform the user not to rely on the controller's backup battery as it will only power the pump for a limited amount of time; the backup battery is intended only for backup power during a power emergency. These sections also states that the patient must always connect to the mobile power unit or power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of the cardiac arrest was determined to be ventricular arrhythmia. The ventricular tachycardia was present prior to the left ventricular assist device (lvad) implantation. The patient had an implantable cardioverter defibrillator (ICD) implanted before lvad.